Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range pace impedances and loss of capture. The impedances were greater than 3000 ohms. The lead was suspected to be fractured, so it was surgically abandoned and replaced. During the revision, the lead was tested via a pacing system analyzer which confirmed the observations. No additional adverse patient effects were reported.